Manufacturer narrative:
(B)(4). A follow up rpeort will be submitted once the investigation is complete.

Event description:
During a field change order upgrade servicing, a philips field service engineer (fse) noticed that the mx40 did not produce any sound when booting up. The device did not make any sound but the visual alarm was present. No adverse pt impact reported.